Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent an endovascular treatment for chronic type b dissection whereby a conformable gore® tag® thoracic endoprosthesis (ctag device) was implanted for entry closure. On an unknown date, a non-gore stent graft (fluency®, bard medical) was implanted in the right renal artery since the chronic type b dissection was beyond the renal artery and the right renal artery was narrowed by the false lumen. On an unknown date, a non-gore stent graft (afx, endologix) was implanted in the abdominal aorta. (Details unknown). On an unknown date, during follow-up, the false lumen enlargement (5-6 mm) was identified. On an unknown date, CT showed a suspected type iiib endoleak from the ctag device ((B)(4)). On (B)(6) 2022, the patient underwent a reintervention. Because the fluency® implanted in the right renal artery had considerably protruded into the aorta, delivery via a lower approach was abandoned and an additional stent graft (gore® tag® conformable thoracic stent graft with active control system, (B)(4)) was implanted by open surgery. The ascending aorta was clamped, an 8 mm vascular graft was sutured, and a sheath ((B)(4)) was inserted through the vascular graft, and the (B)(4) was implanted just under the left subclavian artery anterogradely. Reportedly, the type iiib endoleak could not be determined by the angiography during the reintervention. The procedure was completed without performing a balloon touch-up. The physician reportedly stated: no issue was found by follow-up until the 4th year, but now 4.5-5.5 years have passed, and the false lumen enlargement (5-6 mm) was identified. CT showed something like a type iiib endoleak, so I think the false lumen enlargement was caused by the endoleak.

Manufacturer narrative:
Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: a 14 second movie submitted for evaluation. Images received via email with no patient identifier or date of acquisition in image. Movie cannot be manipulated in anyway. Still image captured ~ 13 seconds into video clip. This image appears to show a stent in the right renal artery, protruding into the aorta, this would likely impede with delivery of the ctag device from the lower extremity as reported. Unable to confirm type iii endoleak - tear/disruption in graft material with available image set.